Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm sensor error. Customer's blood glucose at time of incident was unknown. Customer stated the alarm occurred during initialization. Customer stated the sensor appears to be fully inserted and flat against the skin. Customer was advised to monitor pump and we will replace sensors. Customer was advised to speak with healthcare provider about irritation and alternative sites.

Manufacturer narrative:
Sensor performed continuity resistance test and sensor failed per specifications. Unable to reproduce skin irritation in lab.